Event description:
The patient was wearing her pod when she sought medical attention on (B)(6) 2025. She was hospitalized for a non-diabetes-related surgery but experienced low blood glucose (bg) while there. She did not clarify the length of her hospital stay but was discharged the same day. The patient reported no symptoms other than low blood glucose (bg) and received glucose shots as treatment. She was advised to change her pod. Her bg level was 51 mg/dl. After surgery, she noticed high bg and needed her sensor replaced, which the agent assisted with. The patient did not provide the pod lot and sequence numbers during the call, and a follow-up task was created. On (B)(6) 2025, the patient confirmed she was discharged the same day and the hospital did not return the pod. The agent updated the case and transferred the patient to dexcom for sensor replacement information.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.